Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Event description:
Maceration nurse found dressing pooling fluid, skin macerated foam at 80mmhg, found patient keeps device chair level at work instead of wound level; no alarms sounding. Wound is at foot foam at 80mmhg cont.

Manufacturer narrative:
No additional information as of today.

Event description:
Nurse found dressing pooling fluid , skin macerated, foam at 80mmhg. Patient keeps device chair level at work instead of wound level. Wound is at foot.